Manufacturer narrative:
The report is filed october 7, 2015.

Event description:
Per the clinic, the electrode array migrated out of the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.